Event description:
It was reported that this electrode was suspected to not be positioned correctly based on x-ray imaging shortly after it was implanted. Technical services (ts) was consulted and discussed available images, with further images required since the available images were inconclusive. This device remains in service.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was suspected to not be positioned correctly based on x-ray imaging shortly after it was implanted. Technical services (ts) was consulted and discussed available images, with further images required since the available images were inconclusive. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates a defibrillation threshold (dft) test was to be performed but at this time it has not been performed and no specific date was provided. This device remains in service. No adverse patient effects were reported.